Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the screwdriver does not go into the handle. The product problem was discovered during cleaning, decontamination and following functional testing. This report is for one (1) stardrive screwdriver shaft. This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that during cleaning, decontamination, and functional testing on august 28, 2018, the screwdriver was discovered to not go into the handle. There was no procedure or patient involvement.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Method codes: additional information provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot: manufacturing location: supplier (B)(4) / inspected, packaged and released by: monument. Manufacturing date: 20-nov-2007. Part number: 314.116, stardrive screwdriver shaft qc/t15. Lot number: 5603828 (non-sterile). This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. One handle and one screwdriver were received for investigation. The screwdriver tip is badly worn and on the quick coupling are visible impression marks and deep scratches. The handle is in a good condition, there are no visible damages. The complaint condition can be confirmed as it is hard/impractical to connect the screwdriver with the returned handle. An internal functional test with another matching screwdriver (part 314.116 / lot 7887527) was performed. The screwdriver could be attached and detached to the handle as intended. Therefore, it can be stated that the complaint condition is related to the damages at the quick coupling of the screwdriver. The handle is rated as not confirmed, since the articles has passed the functional test as described above. It is clearly visible that the complaint condition is directly related to the damages at the quick coupling of the screwdriver. Therefore, only the screwdriver will be rated as confirmed. Based on the age (produced in nov. 2007) and condition of the device, we assume that the product was often, and intensive used instruments and the damages were caused over the years by regular wear. End of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.